Manufacturer narrative:
See attached for supplier evaluation.

Event description:
It was reported on 02/08/2023 by a sales representative via sems that an ar-6480 pump is not maintaining pressure. Case involvement, no patient effect.